Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Scope model is ec38-i10cl. In this scope, we found problem with image. We opened the connector side to check whether any water is inside or not, but we didn't find any water. We tried to reattach the connector, but image was still not coming. We changed the connector with a different one, but problem remains the same. Finally, we concluded that the problem is with cmos assembly and we need to change to make the scope operational.